Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds during implant. The lead also exhibited complete undersensing during defibrillation therapy testing, preventing delivery of tachyarrhythmia therapy. Manual defibrillation was attempted via the programmer and it failed to initiate therapy. The therapy button was depressed approximately five times before therapy was initiated and delivered. The lead was repositioned and testing was completed normally. The lead and the programmer remain in use. No patient complications have been reported as a result of this event.